Event description:
It was reported that during implant, the lead failed dft testing. The lead was successfully repositioned and acceptable dfts were obtained.

Manufacturer narrative:
No medwatch form was received.